Event description:
It was reported the pt experienced pain at his ipg site. The pt stated he had effective stimulation coverage but he elected to have his system removed due to the issue. The physician removed the scs system and reported there were no signs of infection.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.